Event description:
It was reported that during the implant procedure the atrial lead was suspected to have dislodged. Therefore the atrial lead was disconnected from the device connector and it was noted that the screw which connects the lead electrode in the sealant ring was broken and prevented reconnection to the device. The atrial lead was repositioned and remains in use. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.